Manufacturer narrative:
Orthofix srl checked the internal records related to the controls made on the device code (B)(4) lot v1339390 before the market release. No anomalies have been found. The original lot, manufactured in (B)(6) 2013, was comprised of (B)(6) units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. The returned device, received on (B)(6) 2015 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check did not evidence issues. The dimensional check confirmed that the device met the specifications. It was then performed a functional check on the holes of the ring, using other struts taken from orthofix srl warehouse. The functional check outcome was positive. No struts popped off from the ring holes. After the assembling of the struts on the ring it was made an attempt to pull them out from the ring applying a force to extract them. No anomalies were detected. The struts remain in place. The performed test confirmed that if the struts are properly inserted into the holes it was not possible to remove them from the ring (without moving the locking screw). The technical analysis performed evidenced that the returned device still worked properly. The struts inserted inside the holes of the ring can be held in place without problems, even if a force is applied to remove them. The problem notified might be attributable to a not proper tightening process in the surgery room. It is important to remember that for a proper usage, initially the set screw has to be loosen, then the two struts have to be inserted into the holes and finally it is possible to tighten the set screw using the torque wrench. The information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "we have not been given complete information here. We are told that a strut 'would not fit into a ring'. However, it seems that surgery was completed, because it was postoperatively that the patient reported that the strut was loose, and the surgeon was informed then. In spite of the complaint form, the surgeon reported that the incident caused no delay to the operation and that treatment was proceeding as planned after the strut had been taped to the ring. No harm came to the patient. The technical analysis has found that the ring in question behaved completely according to specification. All of the holes were tested with inserted struts with the locking screw tightened as specified, and they all retained the strut without problems. I agree with the suggestion in the technical analysis that the only logical cause for this incident is that the strut locking was not carried out as specified. The failure in this case was therefore because of a local technical issue relating to the method of use." The results of the technical evaluation evidenced that the returned devices still worked properly. The problem notified might be attributable to a not proper tightening process in the surgery room. It is important to remember that for a proper usage, initially the set screw has to be loosen, then the two struts have to be inserted into the holes and finally it is possible to tighten the set screw using the torque wrench. The medical evaluation evidenced as follow: "I agree with the suggestion in the technical analysis that the only logical cause for this incident is that the strut locking was not carried out as specified. The failure in this case was therefore because of a local technical issue relating to the method of use." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: (B)(6) 2015; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: the surgeon reports that one of the struts did not fit properly in one of the tab holes. After surgery the patient reported that one of the strut tabs "fell out" and kept on doing so. Unfortunately the marking on the ring disappeared after washing. The complaint report form indicates: the surgery was completed with used device; the event led to a clinically relevant increase in the duration of the surgical procedure: total duration of surgical procedure was prolonged; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition: n/a. On (B)(6) 2015, orthofix srl received the information that the hospital cannot find the strut, so it will not be returned for investigation. On (B)(6) 2015, orthofix srl received the following additional information: the device failure did not cause effect on the patient. The strut loosened after surgery and had no effect on the duration of the surgical procedure. It had no effect on the patient's health condition. On (B)(6) 2015, orthofix srl received the following additional information: the surgeon taped the strut to the ring. Regarding the outcome - the treatment has not been affected and finished as planned. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the (B)(4) lot v1339390 before the market release. No anomalies have been found. The original lot, manufactured in april 2013, was comprised of 22 units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation the technical evaluation on the returned device, received on september 17, 2015, is currently on going. Medical evaluation the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation and/or further information on the case are available. Orthofix srl has requested further information on the event such as surgery description, body part to which the device was applied, patient's information. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the technical evaluation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: the surgeon reports that one of the struts did not fit properly in one of the tab holes. After surgery the patient reported that one of the strut tabs "fell out" and kept on doing so. Unfortunately the marking on the ring disappeared after washing. The complaint report form indicates: the surgery was completed with used device; the event led to a clinically relevant increase in the duration of the surgical procedure: total duration of surgical procedure was prolonged; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition: n/a. On (B)(6), 2015, orthofix srl received the information that the hospital cannot find the strut, so it will not be returned for investigation. On september 15, 2015, orthofix srl received the following additional information: the device failure did not cause effect on the patient. The strut loosened after surgery and had no effect on the duration of the surgical procedure. It had no effect on the patient's health condition. On september 16, 2015, orthofix srl received the following additional information: the surgeon taped the strut to the ring. Regarding the outcome - the treatment has not been affected and finished as planned. (B)(4).